Event description:
Device was being utilized during an embolization procedure. Following embolization, the radiopaque tip separated upon advancement of the wire guide. No attempt was made to retrieve the separated segment.